Manufacturer narrative:
The returned device was transferred to bioengineering for review, a report was received stating; both failure modes; patient harm and delay to surgery have been adequately covered in the risk assessment (dva-105445-fde) of the device and no further updates are required. The complaint mentions that there was no surgical delay and no patient harm has been reported. The operation of the returned device was smooth by rotating the central thumb wheel with no indication of jamming. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The side knob on the femoral introducer broke off the instruments.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.